Event description:
It was reported that the pump exhibited error code 1535. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. Error code 1535 was confirmed. It was determined that the cause was due the air detector. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown; d4: UDI unknown; g4: 510k unknown.

Manufacturer narrative:
Additional information was received, there was known patient involvement and unknown patient harmed.